Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Needle did not safety appropriately. Green safety device on needle slid off the end of the needle instead of locking in place, leaving the needle tip exposed. No physical harm occurred. No other information was provided.